Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of smoke could not be reproduced. Product failed functional testing with hand piece error. Cause of error is a stuck left button. Smoke was not observed during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Correction: product problem (e.g., defects/malfunctions), should be marked.

Event description:
It was reported that when the device was plugged, it was not working and smoke was coming out. It was found before a procedure therefore no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.